Event description:
The user reported that the contrast line in the kit was leaking. The leak was found at the junction between the contrast line and a manifold when the user drew back on a syringe attached to the system. Air was introduced into the system. The manifold was discarded and a new manifold was used to complete the procedure. The suspect device was not used on the pt. No harm or injury was reported.

Manufacturer narrative:
Device eval: the eval has not been completed. The user did not specify if this was the initial use of the device. A review of the device history records did not reveal any exception documents. The complaint database was reviewed and found three similar device complaints for this lot number. A f/u report will be submitted when the eval has been completed.